Event description:
The initial report provided on (B)(6) 2011 by the rayner sales specialist for the (B)(6) hospital is as follows "surgeon noticed a mark on the optic after implantation. He was unsure if it was a pressure mark that would disappear with time or a tear in the optic. On (B)(6) 2011 email from surgeon read: my first rayner toric lens patient has done well. The unaided vision four days post op was 6/9 and n8. She is delighted. My only concern is the slight crack in the lens seems to be extending to the middle. I hope it does not affect the vision."

Manufacturer narrative:
(B)(4). Although the t-flex aspheric 573 t intraocular lens is not available in the united states the material, optic body (physical) and the haptics of this lens are the same as the c-flex 570c. The c-flex 570c is available in the united states.